Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No button error alarm noted during testing. No unlocked lcd keypad connector noted. The pump was received with minor scratches on the lcd window, missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 400 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.